Event description:
It was reported that the "physician saw some of the patient heart rates 140-147 beats per minute. It was noted to possibly be due to rate response. The physician calling in stated that he is not an ep physician. The physician noted that the patient was going to have the device replaced and remains in use at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.